Event description:
It was reported that during a totally extraperitoneal (tep) inguinal hernia repair procedure, the balloon physically broke and could not be inflated. A new trocar was used to resolve the issue. The patient experienced no consequences or impact, and there were no reported symptoms or injuries.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the balloon was broken at the distal end. The obturator, main valve seal and converter doors were intact. The insufflation bulb was received. Functionally, the balloon could not be inflated due to the damage it was received with. The flapper door, when actuated, opened and closed properly. The converter doors move freely and were secured in place. It was reported that the balloon was broken and would not inflate. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur with an obturator insertion with an excessive force applied before balloon inflation resulting in observed broken balloon condition cut at the distal end. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.